Event description:
Same case as MFR#: 2134265-2012-01134. It was reported that during a stenting treatment procedure, the stent did not fully deploy. Vascular access was obtained via the common femoral artery. The target lesion was 7.0mm in diameter and located in the right external iliac artery. Utilizing an ipsilateral approach, a 45cm non bsc sheath and 260cm non bsc guide wire were placed. An 8.0x41mm epic stent system was then advanced past the lesion and pulled back proximally, to "remove slack from the delivery system". The distal portion of the stent was deployed and the physician checked placement of the stent before proceeding. He then continued to deploy the stent until he could no longer roll the thumb wheel back. He felt the stent was successfully deployed; however, during removal of the delivery device he noted resistance. He removed the sheath and the delivery system together and noted the partially deployed epic stent was removed as well; its proximal portion was stuck to the delivery device. Another epic of the same size was deployed; however, the same issue occurred and that stent was also removed partially deployed with the delivery system and sheath. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the inner shaft was kinked in numerous locations. There was no other damage to the device. The device appeared to have the correct inner and outer assembly, the stent fully expanded off the stent delivery system, the stent appeared undamaged and the pullback grip fully extended activated. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu contraindicates non biliary use. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-01134. It was reported that during a stenting treatment procedure, the stent did not fully deploy. Vascular access was obtained via the common femoral artery. The target lesion was 7.0mm in diameter and located in the right external iliac artery. Utilizing an ipsilateral approach, a 45cm non bsc sheath and 260cm non bsc guide wire were placed. An 8.0x41mm epic stent system was then advanced past the lesion and pulled back proximally, to "remove slack from the delivery system." The distal portion of the stent was deployed and the physician checked placement of the stent before proceeding. He then continued to deploy the stent until he could no longer roll the thumb wheel back. He felt the stent was successfully deployed; however, during removal of the delivery device, he noted resistance. He removed the sheath and the delivery system together and noted the partially deployed epic stent was removed as well; its proximal portion was stuck to the delivery device. Another epic of the same size was deployed; however, the same issue occurred and that stent was also removed partially deployed with the delivery system and sheath. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).